Manufacturer narrative:
Per the user guide: if your transmitter and pump are farther than 20 feet apart or are separated by an obstruction, they might not communicate or the communication distance may be shorter and result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the transmitter and pump were on separate sides of the body. After placing the 2 devices on the same side of the body, the pump and transmitter regained connection. No additional patient information was available.